Manufacturer narrative:
The lead under complaint was not returned for analysis. Therefore this report only refers to the results of the ICD analysis. Upon receipt, the ICD was interrogated, revealing the battery status eri. The ICD was implanted for 84 months and 258 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel, which corresponds to the old implanted lead, not to the lead mentioned in this report. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Regarding the black tissue mentioned in the complaint, the root cause was not determinable. However, there was no indication of an ICD or lead problem. In addition the manufacturing processes for these devices were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing processes which may be related to the clinical observation. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. A thorough analysis of the ICD proved the device to be fully functional. The eri status was anticipated. There was no indication of a material or manufacturing problem of these devices.

Event description:
It was reported that the lead was capped 72 months after the implantation due to an insulation damage which was noted during a routine generator exchange for eri.